Event description:
It was reported that during a "ptci" procedure in the proximal to mid right coronary artery, the crosssail was advanced to the mid right coronary artery and inflated to 20atm for 60 seconds. The crosssail was then moved to the proximal right coronary artery and inflated. The balloon then ruptured at 20atm and a dissection occurred. The lesion was further dilated and 3.0x18mm stent was placed to treat the dissection.